Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock screen. In addition, it was reported that the pump battery gauge did not increase as intended, the battery gauge remained at 5% for an extended period of time despite the pump being charged. Customer¿s blood glucose level was around 301 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.